Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high when she woke up and that it began to decrease once she changed her infusion set. The patient's blood glucose at the time of incident was 506 mg/dl. The customer felt abdominal pain as a symptom of the hyperglycemia. Troubleshooting was declined as the customer was busy and she stated that she would call back later. No products were returned or replaced.